Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed on the exterior of product and bare wiring is visible near strain relief on cord. The functional evaluation found the console would not recognize footswitch when connected to footswitch port, establishing a relationship between the device and the reported event. The root cause was identified as a wear issue. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that a footswitch, multi-function, versajet ii is broken and no longer works. As this was noticed in a non-surgical environment, there was not any patient involved.